Event description:
New information received indicates that vegetation was present on both the atrial and ventricular leads, as well as on the tricuspid valve, mitral valve, and aortic valve. The presence of vegetation was confirmed via transesophageal echocardiogram.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was reported that the patient presented in the clinic with an infection at the implanted device pocket site. The physician explanted the entire system ¿ implantable cardioverter-defibrillator (ICD), right ventricular lead, atrial lead and capped right ventricle lead due to infection. The patient was in stable condition.